Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently power off by itself. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. According to the reporter, the device powers off intermittently by itself. There was no pt use associated with the reported event.